Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation. The instrument underwent external and internal visual inspection, no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument passed the electrical continuity test. The instrument was fully functional. No recognition issues were detected during the failure analysis. No product issue was found.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument was observed to have unspecified component damage. The customer clarified that the force bipolar instrument became dislodged within the patient's body cavity but no part of the instrument fell inside the patient. Therefore, no fragment retrieval was required. No issue with the instrument was identified prior to insertion into the patient. However, significant looseness at the instrument tip was observed. The procedure was successfully completed using a replacement instrument. No intraoperative complications or patient injuries were reported as a result of the event, and the procedure was completed as planned. For an unknown reason, the customer performed unspecified post-operative test(s). Therefore, it is unclear if the customer had concerns that a potential instrument fragment had broken off, was missing, and/or had possibly fallen inside the patient.